Event description:
It is reported that the patient experienced hyperglycemia (bg increased from 5.8 mmol/l to 19 mmol/l) with elevated ketones (0.7 mmol/l to 1.6 mmol/l) following an infusion set change on (B)(6) 2026 due to bent cannula and event resolved with self-management.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.